Event description:
An initial event notification was received by sequel med tech, llc, on 07-mar-2026 and forwarded to millyard advanced medical products, llc, on the same day. The user reported that after initiating therapy via the twiist automated insulin delivery (aid) system on (B)(6) 2026, their blood glucose was elevated overnight. The following morning, the user exchanged their infusion set; however, their blood glucose remained in the 300s (mg/dl). The user later reported that they found themselves in diabetic ketoacidosis and ultimately exchanged their twiist cassette, following which, their glucose values began to decrease. The user denied receiving any pump alarms and reported having no further issues with the system. The user remains ongoing on the twiist aid system.

Manufacturer narrative:
Based on the information available, a specific root cause for the reported event and a relationship between the twist automated insulin delivery (aid) system and the user's reported symptoms cannot be determined. The investigation remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on the twiist aid system. The current version of the twiist aid system user guide provides information about potential causes of hyperglycemia. This user guide also instructs users to always have a backup insulin therapy plan ready. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.